Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down. No patient harm or injury was reported. Investigation summary: initially customer thought that they would need new hard disk drives (hdds). However, it was later identified that the hdds were fine, and it was the display screen that was not working. The device had been in service since 09/13/2018. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of display failure are electronic failure, environmental factors, physical damage, and wear and tear.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down, and they would like to purchase new hard disk drives (hdd). They also wanted to order a monitor for the cns as well. Nihon kohden technical support (tech support) spoke with the customer and was told that it appears that the hdds did not fail and believes that display is not working. Tech support informed the customer that nihon kohden no longer has the parts and is unable to support this device. They will have to purchase a new cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down, and they would like to purchase new hard disk drives (hdd). They also wanted to order a monitor for the cns as well. Nihon kohden technical support (tech support) spoke with the customer and was told that it appears that the hdds did not fail and believes that display is not working. Tech support informed the customer that nihon kohden no longer has the parts and is unable to support this device. They will have to purchase a new cns. No patient harm was reported.